Event description:
A non health care professional reported following an intraocular lens implant procedure, the patient was not being able to see through lens any longer, therefore the lens was exchanged in a secondary procedure. Additional information has been requested. There are two medical device reports associated with this event. This report is associated with file 1of 2.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received patient body site affected was left eye. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
Additional information was provided in h.10. The account indicated the use of an unspecified company cartridge and handpiece. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company (3.00cyl), 17.0 diopter (add power +2.2/+3.2) lens was replaced with a monofocal company (3.00cyl), 17.5 diopter lens. The product was not available for evaluation. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating patient¿s symptoms were resolved. There was no patient harm and patient was not hospitalized as a result of this event.